Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic endometriosis with recto-sigmoidectomy, when firing the stapler for sigmoid resection, the green light did not respond to the trigger command and the device did not fire. To resolve the issue the surgeon change to manual stapler and able to complete the procedure with no other issue. There was no patient injury. Post-operatively, the surgeon test the stapler and work with other shell so it was stated that the problem was with the "shell" trigger.